Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was improperly reprocessed, with no water supply pipeline disinfection, in an endoscope reprocessor. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. However, a definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.